Event description:
It was reported that during a laparoscopic orchidopexi procedure, when the surgeon fired the first clip, nothing happened. Clips 2 to 5 were fired, but they did not close correctly. When the surgeon examines the clips they fell off. Other equipment was used to complete the procedure. There was no patient consequence.